Event description:
Related manufacturer reference number: 3006705815-2021-03830. It was reported the patients leads displayed high impedance. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The event of lead revision due to high impedance was reported to abbott. The leads were explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken wherein the patients leads were explanted and replaced resolving the issue.